Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the epicardial right atrial (ra) lead and the epicardial right ventricular (rv) lead both exhibited a possible fracture, high impedance and no capture. Both the ra and rv leads were capped and replaced. No patient complications have been reported as a result of this event.